Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported image disturbances on the x-ray images including lines and grid artifacts. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens completed the detailed investigation of the reported event. The investigation showed that the fault described in the complaint was due to a hardware defect. The real time controller (rtc) had an electrical malfunction. This malfunction led to image artifacts, which is why the doctor decided to continue the examination on another system. A review of the log files confirmed that this malfunction also resulted in the system's inability to trigger radiation after reboot. The issue could only be resolved by service intervention. The rtc was replaced onsite, and the system now functions as specified. The error mentioned in the complaint has not been report since. The occurrence rate of the mentioned error pattern and the spare parts consumption of the affected part were checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.